Event description:
The gold probe was inserted into the biopsy channel of the scope and connected to the endostat unit for therapeutic use. The tip detached, did not break, and fell into the duodenum. The physician used a snare to retrieve the detached part but could only capture it horizontally. When he pulled upwards, it tore the esophagus. Surgery was required to repair the tear. This device has not been received for evaluation. Therefore co is unable to determine if it met specifications. The lot history reveals no anomalies related to this complaint. As well, co is to determine the relationship between the device and the cause for this event without the product.